Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. It was likely that error code b31 was displayed due to corrosion in the scope connector. It was likely that error e218 occurred due to corrosion on the endoscope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope displayed error code b31, and error e218 occurred. There was no patient involvement.